Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) from home on (B)(6) 2026. The patient or emergency medical services (ems) called the ventricular assist device (vad) line around 1440 and the patient had active alarms during the phone call. It was found in the hospital that the patient had arrhythmia with continued alarms into the night as per the system controller alarm history. Log files sent for review captured low flow events on (B)(6) 2026 with flow noted as low as 1.4 lpm. These lower flows were likely patient related as these were associated with elevated pulsatility index (pi) values.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.